Manufacturer narrative:
Continuation of d10: product ID wr9230 lot # serial# (B)(6); implanted: explanted: product type recharger product ID neu_rtm_unknown lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for the call was the patient reported that the wireless recharger kept on beeping even though it was already connected to the ins. Patient described the screen, and it was recharging in closed loop (therapy is on and charging at 20%) with a good connection. Agent had the patient reset the recharger and close all the applications on the handset. Patient attempted to recharge the ins again but the same screen showed. Agent had the patient reposition the recharger, but the connection was still the same. Patient confirmed no swelling and bandages around the implant site. Agent consulted tech services, and they instructed the agent to replace the recharger. A replacement wireless recharger was sent out. No symptoms were reported. Manufacturing representative called and said the pt (patient) had not been able to charge the implantable neurostimulator (ins) for about a week and had contacted pats (patient technical services) and was sent a replacement recharger, but once they got the replacement recharger, pt's claimed they called pats again and were not given much help and were told to go find their manufacturing representative . Tss reviewed notes with manufacturing representative . Manufacturing representative said issue had persisted with pt - pt claimed replacement recharger would not connect to ins. Tss suggested pt call pats and suggested that positioning, pt education, and/or positioning of the implant could cause issue. Pt redirected to pats to ensure pt was connecting recharger to ins successfully(with qr code). Manufacturing representative mentioned historical event where they "spend all of their day and time fielding calls from pts about communicator issues and other external device issues with inceptiv." Patient said she got her recharger replacement and she wanted to know if there is anything else she needs to do? Technical services(ts) reviewed bonding handset to the replacement recharger, but patient said she has already done it. Caller stated they are with patient in office and the implantable neurostimulator (ins) is dead and even when they are exactly lined up with the ins, the recharger connects and then it will start beeping again. Caller stated they aren't using the belt but just holding recharger in place with their hand, ins is near skin and they can see the outline and patient doesn't have any bandages or swelling. Caller stated patient hasn't seen any errors for recharging. Caller was able to connect to recharger with handset and it showed normal recharging screen with excellent connection and that therapy was off and ins was in the red. Recharger stayed connected and wasn't beeping towards the end of the call while caller was seeing normal recharging screen. Patient services (pss) reviewed that recharger can beep while in recovery mode which is likely what was occurring prior to opening recharger app. Tss reviewed to have patient continue charging until ins is no longer in the red and then be diligent about keeping ins charged to avoid having to perform recovery mode before normal charging. Pss didn't collect recharger serial number as it had connected to ins and pss didn't want to interrupt charging due to ins being low.